Event description:
It was reported that during patient¿s follow-up visit to clinic, multiple episodes of asystole and bradycardia were noted which did not correspond to electrocardiogram. Reprograming has been done to resolve the issue. Patient and device were being monitored. No further information is available.